Manufacturer narrative:
(B)(4). The patient's fever was occurring at night and was later resolved. The peritonitis was also manifested as cloudy pd fluids. The reporter stated that the "fluid was still not clear, but was better than before." The cause of the peritonitis was unknown. The patient's antibiotic treatment was planned to end after 17 days, but the patient's doctor extended the antibiotic treatment for three more weeks. The patient was recovering from peritonitis. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis manifested by a fever coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The patient was treated with gerta ertapenem (1 gram, frequency and route not reported), vancomycin, (1.5 grams, frequency and route not reported), and heparin (dose, frequency, and route not reported). It was reported that the antibiotics were changed from intravenous to intraperitoneally. The patient was discharged from the hospital with the continuation of antibiotics. Pd therapy was ongoing. At the time of this report, the patient had not yet recovered from the peritonitis. Additional information was requested, but is not available at this time.